Event description:
It was reported that during a coronary stent procedure, the proximal portion of the shaft of the catheter fractured. The physician decided to down size the stent after advancement. Upon removal of the express2, it was noted that the shaft of the catheter had broken. No pt injuries or complications occurred.